Event description:
A cusa 23 khz straight hand piece was being tested when a small burn occurred on the scrub technician (tech). The scrub tech was in contact with the tip while test button was being pressed. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.